Event description:
The customer obtained a non-reproducible higher than expected vitros glu result (250 mg/dl) from a single patient sample run on the vitros 350 chemistry system that was discordant when compared to results obtained on an alternate method (85 mg/dl). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros glu result was initially reported out of the laboratory. However, a corrected report was issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros glu result was obtained from a single patient sample processed on the vitros 350 chemistry system. The investigation found no evidence to suggest an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. Pre-analytical sample mix-up could not be ruled out as a likely contributing factor, however this could not be confirmed. The root cause of this event is unknown.